Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The cpu card was replaced. No further service or repair info is available.

Event description:
The customer reported that the cpu card needed to be replaced on the 7700 system. No pt injury was reported.